Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. The insulin pump had cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of being hospitalized with diabetic ketoacidosis and blood glucose level of 21 mg/dl. Customer indicated that the insulin pump was not correcting the amount of insulin given. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump passed the displacement accuracy test.